Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation.

Event description:
Report rec'd from (B)(6) stating "sleeve does not enter a 2.2 mm incision, too flexible. No pt impact."